Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure display issues occurred. While setting the platform speed outside of the patient, it was observed that there was no rpm display on the rotablator console as a result of a bad led component. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure display issues occurred. While setting the platform speed outside of the patient, it was observed that there was no rpm display on the rotablator console as a result of a bad led component. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure display issues occurred. While setting the platform speed outside of the patient, it was observed that there was no rpm display on the rotablator console as a result of a bad led component. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Updated: evaluated by MFR; eval summary attached; method codes; result codes device evaluated by MFR: returned console was tested using a rotalink 1.75mm burr. The rotational speed was not displayed due to a massive gas/air leak at the turbine pressure switch in the pneumatic circuit. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause is normal wear and tear due to the age of the device. (B)(4).

Manufacturer narrative:
(B)(4).